Event description:
Treatment of a right unruptured supraclinoid saccular aneurysm measuring 4mm x 4mm. During the pipeline deployment, it was reported that a balloon was used to achieve full wall apposition (an option presented in the instructions for use)no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).